Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Approx 8 complaints were received during this report period. Of these, 2 were not returned for evaluation. Approx 1 has an investigation which is currently pending. Approx 2 were determined to be misapplication. Approx 2 showed no evidence of any device-related fault. All 8 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 8 malfunction events which are associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). These reports were received from various sources. Patient information was confirmed for 1 event. Age (B)(6). Weight (B)(6).